Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, prior to sheath insertion, the severely tortuous abdominal aorta was straightened with lunderquist wire without difficulty. An esheath was smoothly inserted via the right femoral artery (rfa). Although the tortuous section was not covered with the sheath, the sheath appeared to hold the aorta straight, and then the lunderquist wire was removed. A commander delivery system advanced along the tortuosity of aorta without difficulty. A 26 mm sapien 3 valve was aligned in the straight section of descending aorta and delivered to the annulus. The flex catheter was retracted. Upon valve deployment, the balloon would not be inflated, and a contrast leak was observed. Blood flowed into the inflation device when the plunger of the inflation device was pulled. The balloon was judged to be perforated. The tortuous abdominal aorta was again straightened with lunderquist to withdraw the delivery system; however, the delivery system and valve could not be retracted into the sheath. The right groin was cut down and the devices (sheath, delivery system and valve) were pulled out. Upon device removal, the intima of common iliac artery (cia) was avulsed by the valve frame and a retrograde dissection developed. The avulsion was surgically fixed. A new kit was prepared. The new esheath was inserted in the right cia without resistance. Prior to insertion of delivery system, a dissection was detected at the tortuous section of descending aorta. A decision was made to abandon the procedure. All devices were withdrawn. No treatment was given for the dissection at that point. The patient was transferred to ICU fully awake. In ICU, the patient had absent pulses in the right leg with coldness. No blood flow sound was heard by doppler auscultation. The closed incision in the right groin was reopened under sedation. The cia was occluded by the dissection flap. A vascular stent was placed in the cia, and then blood flow resumed. No treatment was performed in the aorta. On postoperative day (pod) 2, an intestinal necrosis secondary to aortic dissection was suspected and laparotomy was performed. The necrotic intestine was surgically removed; however, the patient¿s general condition did not improve after the enterectomy. The patient expired from multi organ failure on the day. The cause of death was reported to be ischemic intestinal necrosis. Per report, the minimum luminal diameter (mld) of access vessel measured 8.5 mm with mild calcification and severe tortuosity. There was severe tortuosity in the abdominal aorta reported. The degree of aortic calcification was reported as not severe.

Manufacturer narrative:
The delivery system was returned in a used condition and was fully inserted through the sheath and loader. The delivery system was visually inspected and the following was observed: the valve was returned with the delivery system, the crimp balloon tear was confirmed adjacent to I/c bond, minor scratches on sheath, and minor distal tip damage on sheath. The field provided cine imagery of the delivery system advancement. The imagery showed the delivery system and valve was subjected to sharp bends during advancement. CT images of the patient anatomy, revealed that severe tortuosity and calcification were present. No functional testing was able to be performed due to the condition of the returned device. The delivery system was returned with the crimp balloon torn. In addition, the sheath was fully expanded. Double wall thickness measurements were taken on the crimp balloon along the balloon separation to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed tear. The measurements meet the double wall thickness specification. Review of history for the relevant lot revealed no similar complaints for ¿balloon ¿ torn¿ or ¿delivery system ¿ withdrawal difficulty-valve, through sheath.¿ a review of the complaint history reveals that the occurrence rates do not exceed the may 2017 control limits for this trend category (¿damaged¿). A review of the complaint history reveals that the occurrence rates did not exceed the may 2017 control limits for the trend category of ¿withdrawal difficulty¿ for the commander delivery system. No instruction for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint for balloon torn was confirmed based upon the visual inspection of the returned device. The crimp balloon was observed to be torn and separated adjacent to the I/c bond. However, the complaint for delivery system withdrawal difficulty was unable to be confirmed. The sheath distal tip had some minor damage, but there was no obvious withdrawal difficulty damage observed. Dimensional analysis of the inflation and crimp balloons revealed that the balloon wall thicknesses were within specification. Thus, no manufacturing non-conformances were identified. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the balloon tears or delivery system withdrawal difficulties. Balloon torn factors known to contribute to balloon tears are provided below: tortuous patient anatomy. Procedural factors from handling during valve alignment or fine adjustment. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Per the complaint description, the patient¿s abdominal aorta was severely tortuous. The access vessel was also reported to have an mld of 8.5 mm with mild calcification and severe tortuosity. In addition, the CT image provided confirms that tortuosity and calcification were present in the patient¿s anatomy. The cine images provided by the field revealed that the delivery system and valve were subjected to sharp bends. The severely tortuous anatomy can create additional force and friction against the delivery system as it is advanced, and the sharp bends can cause the valve struts to dig into the balloon, causing it to weaken and tear. In addition, if residual fluid was left in the balloon during valve alignment, this may have also contributed to the observed balloon tear by increasing valve alignment forces, as described above. While a definitive root cause is unable to be determined, it is likely that patient and/or procedural factors contributed to the reported event. Delivery system ¿ withdrawal difficulty ¿ valve, through sheath patient/procedural factors that are known to contribute to difficulty retrieving a device include the following: patient vascular calcification/ vascular tortuosity. Sheath insertion angle. Coaxiality of the device being retrieved. Position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker). Per the complaint description, the patient¿s abdominal aorta was severely tortuous. In addition, the access vessel mld was 8.5 mm with mild calcification and severe tortuosity. In addition, the CT image provided shows that tortuosity and calcification were present in the patient¿s anatomy. The severe tortuosity can make it difficult to maintain coaxiality of the devices during retrieval, which can lead to the observed withdrawal difficulty. Furthermore, if the balloon was torn, the exposed legs on the inflation balloon could drag or catch onto the sheath distal tip during retrieval, further increasing the difficulty of delivery system retrieval. While a definitive root cause is unable to be determined, available information suggests patient and/or procedural factors contributed to the observed complaint event. Balloon - torn. The complaint was confirmed for ¿balloon ¿ torn,¿ but no manufacturing non-conformities were able to be found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2017 control limits for this trend category. Therefore, no corrective or preventative action is required at this time. Delivery system ¿ withdrawal difficulty ¿ valve, through sheath. The complaint for ¿delivery system - withdrawal difficulty ¿ valve, through sheath¿ was unable to be confirmed and no manufacturing non-conformities were identified in the returned sample. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2017 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.